Event description:
It was reported that this implantable pacemaker device exhibited a battery fluctuation. In addition, this device was at less than 3 months remaining the following day after this device has reached to elective replacement indicator (eri). Data analysis was requested and showed that the power consumption has decreased from 54 micro watts to 43 micro watts and the battery recovered. Technical services consultant recommended replacement. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device exhibited a battery fluctuation. In addition, this device was at less than 3 months remaining the following day after this device has reached to elective replacement indicator (eri). Data analysis was requested and showed that the power consumption has decreased from 54 micro watts to 43 micro watts and the battery recovered. Technical services consultant recommended replacement. As of this time, this device remains in service. No adverse patient effects were reported. Additional information indicates that this pacemaker device was explanted and new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker device exhibited a battery fluctuation. In addition, this device was at less than 3 months remaining the following day after this device has reached to elective replacement indicator (eri). Data analysis was requested and showed that the power consumption has decreased from 54 micro watts to 43 micro watts and the battery recovered. Technical services consultant recommended replacement. As of this time, this device remains in service. No adverse patient effects were reported. Additional information indicates that this pacemaker device was explanted and new device was placed. No additional adverse patient effects were reported.